Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The insulin pump was unable to perform testing with sensor due to unresponsive button. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor alarm and a keypad anomaly. Customer was not able to press any button on the insulin pump. Customer's blood glucose level was 220 mg/dl. Customer stated that the sensor is telling her that she is getting high again. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.